Manufacturer narrative:
The device was not returned. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology. The reported tissue damage appears to be due to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring two additional clips were implanted for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and placed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and a leaflet rupture was noted around the clip. Two additional clips were implanted for stabilization, reducing the mr to 3-4. No additional information was provided.